Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris on product, inside a microcentrifuge vial. Visual inspection found one of the haptics broken. Unable to perform dimensional inspection for width due to broken haptic. Dimensional inspection for overall and functional verification found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, viicmo12.6, -16.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of the event was reporter as unknown.